Manufacturer narrative:
The ge rep ordered a new monitor and replaced the defective monitor. He setup brightness and contrast according to image quality handbook using rus. He checked and assured that the unit was operating according to manufacturer's spec, unit working as intended.

Event description:
The customer reported that the left monitor does not come on. No patient injury was reported.